Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2015-01346 / 01349).

Event description:
It was reported that a patient enrolled in a clinical study underwent a left total hip arthroplasty on (B)(6) 2006. During post operative testing and monitoring, pain, stiffness, limping, tenderness, knee/ankle problems, instability, muscle cramps, weakness, trochanteric and iliopsoas bursitis, femoral osteolysis, presence of adverse reaction to metal debris and fluid were noted. The fluid was located posterior lateral and measured 19.2x 27.6x 6.4mm. There has been no reported revision procedure to date.